Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day at around noon, the last sensor failed the and there were no more sensors to be inserted. Approximately three hours later, the parent noticed symptoms such as frequent urination and increased thirst. Concerned about the actual glucose level and without a bg meter at home, the parent took the patient to the hospital. At the emergency room (ER), the blood glucose was recorded at 1300 mg/dl. And was diagnosed with dka. The patient was treated with IV fluids and IV insulin. According to the parent, the patient is now stable and is expected to be discharged tomorrow morning, (less than 24 hrs). The last known bg reading was 528 mg/dl. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.